Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported the patient had an infection, which resolved at that time. The patient was unsure of what the infection was even related to given that it was 10 years ago. The patient was noted to be doing fine. The indication for therapy was multiple back operations and postlaminectomy pain.

Manufacturer narrative:
Date provided on intial is corrected to (B)(6) 2016 based on additional information received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.